Manufacturer narrative:
(B)(4). Was the surgeon and o.r. Staff thoroughly in-serviced on the steps of use prior to the use of the ntlc? ---yes. Was the sales rep present during the surgeons first few cases to insure the instrument was used in accordance with the IFU? ---yes. Was the rep present for this case? ---no. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? ---first. Was the cartridge loaded with the retaining cap on? ---no information. Was there an attempt to load the cartridge proximal end first (like an endocutter)? ---no information. Did anyone move the firing knob to the left or right after loading the device but before firing? ---no. Was the instrument fired across or near an existing staple line or clip? ---no. Were any unexpected noises heard? ---no if so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? ---no. Was there any difficulty removing the device from the tissue? ---no. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? ---malformed staple. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? ---thick. Was a leak test completed? ---no information. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? ---no information. If the device locked out, did it lock out on tissue or prior to use on tissue? ---na. Was there an inspection of the staple line on both sides of the tissue (i.e., anterior / posterior)? If yes, what did it show? ---no information. Was the firing to close an ostomy? ---no if so, which firing. Is a pathology specimen and/or report available? ---no. Was another stapling device involved? (I.e., cdh, tl, tx, etc.) ---no. What were the patients pre-op diagnosis and/or pre-existing conditions that could have impacted the patients health/surgical outcome? ---no information. How long has the surgeon been using this device for this procedure? ---no information. What predicate device was used by the surgeon? ---no information. Where was the location of the malformed staples distal, proximal or in the middle of the staple line? ---in the middle. Where the malformed staples on the line closest to the cut line or in all of the rows? ---closest to the cut line. Where the staple legs unformed or did they have irregular shapes? ---irregular shapes.

Event description:
It was reported that during an open pancreatoduodenectomy procedure, some staples of the closest to the cut lines were malformed (one leg was formed but one leg was unformed) at the 1st firing. The staple height was green. Reinforcement material was not used. Another competitive device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the instrument was received in good visual condition and with two cartridges present. The cartridge reload (a) was received unfired and with the swing tab in the unlocked position; reload (b) was received fully fired and the swing tab in the locked position. The instrument was tested for functionality with the returned cartridge (a) and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.